Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected 3 false positive flu b results out of 10 tests; tests were performed on symptomatic patients . No confirmatory testing performed.